Event description:
Rv oversensing was noted on the lead, which led to inappropriate vf detection. At lead revision, insulation abrasion was found. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported sensing anomaly was confirmed in the laboratory. Analysis found external abrasion at multiple locations on the is-1 connector leg due to friction to the ICD can. One filar of the sensing coil was fractured due to fatigue.